Event description:
Reportedly, the pacemaker was replaced due to premature battery depletion. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines). Nevertheless, the relevance of this estimation is questionable, since it is based on limited information of the programmed parameters. Preliminary analysis of the returned unit did not reveal any anomaly.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was replaced due to premature battery depletion. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines). Nevertheless, the relevance of this estimation is questionable, since it is based on limited information of the programmed parameters. Preliminary analysis of the returned unit did not reveal any anomaly.